Manufacturer narrative:
E1: name: (B)(6). Based on the available information, this event is deemed to be a serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Event occurred in egypt. It was reported that the patient faced bent cannula event on causing hyperglycemia. The blood glucose level of the patient was 310 mg/dl and was treated by pump.